Manufacturer narrative:
Qc was run on the b221 instrument with passing results. The investigation is ongoing.

Event description:
The initial reporter questioned a high result from 1 patient sample tested for potassium (k+) on a cobas b 221 instrument. Prior to dialysis, the original sample (sample a) was tested on the b221 instrument with a result of >20 mmol/l. This sample was tested on a different b 221 instrument and the result was similar. The actual result was not provided. Ten minutes after the patient underwent dialysis, a 2nd sample was obtained (sample b) and the result from the b221 instrument was 2.05 mmol/l. This sample was repeated on the same b221 instrument with a result of 3.56 mmol/l. A 3rd sample was obtained (sample c) and the result from the b221 instrument was 3.68 mmol/l. Two hours later, all 3 samples were centrifuged and tested on an unspecified biochemical platform with the following results: sample a: 3.79 mmol/l; sample b: 3.78 mmol/l; sample c: 3.72 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The k+ electrode lot number and expiration date were not provided. All 3 levels of qc passed on the day of the event. All calibrations passed on the day of the event. Sample a was collected at a specific collection site in the dialysis line in front of the dialyzer and measured at 1:48 p.m. Sample b was collected in the dialysis line behind the dialyzer and measured at 2:27 p.m. Sample c was collected in the dialysis line behind the dialyzer and measured at 4:33 p.m. Samples a and b are not comparable, due to the fact that sample a was measured before the blood entered the dialyzer and sample b after the dialyzer, with the addition of dialysis fluid. Samples b and c are not comparable, due to the fact that the time between the sample draw and the sample measurement exceeds specifications. Product labeling states: "if you are not able to measure the sample immediately you have the following options: if the sampling device is glass: - keep the sample at room temperature, and measure it within 15 minutes. - cool the sample in an ice bath, and measure it within 60 minutes. Be careful not to freeze the sample. If the sampling device is plastic: - keep it at room temperature and measure the sample within 30 minutes." Blood centrifugation takes 15 - 30 minutes, which exceeds even the longest time between sample draw and sample measurement according to specification. The investigation determined the instrument performed as expected. The specific cause of the event could not be determined. The investigation did not identify a product problem.